Event description:
A report was received that during a procedure to implant an additional trial lead, the pt experienced a dura puncture. The pt's symptoms included a headache. The physician performed a blood patch, and the pt is reportedly doing well.

Manufacturer narrative:
This is the final report.